Manufacturer narrative:
Date of event and therapy date are estimated. During processing of this complaint, attempts were made to obtain complete event information, but it could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-03941. It was reported that surgery occurred at an unknown date to explant the patient's ipg and lead for an unknown reason.